Manufacturer narrative:
Update rec'd 6/20/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from inflammation, fluid filled cyst, difficulty ambulating, swelling, and toxic metallic ions and particles in the blood, tissue, and bone. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. **update rec'vd 2/10/14 - clinical report states trunnionosis with iliopsoas pain. Also reported was a liner failure, but it is unknown at this time what time the failure was. Doi (B)(6) 2007 - dor not revised (hip). Update rec'vd 2/12/2014- clinical report states patient was revised to address pain and stiffness. Dor: (B)(6) 2014 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient reports having pain for about a year. Patient is very active. Patient remains in pain even while laying down. Has burning sensation in the groin area, and has developed a throbbing sensation in thigh area. Update rec'vd (B)(4) 2014- clinical report states patient was revised to address pain and stiffness.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 6/2/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain. No labs were provided for the alleged high metal ions. The complaint was updated on:7/1/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metallosis. After review of medical records, revision notes reported black discoloration at the base of the morse taper junction.